Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. A complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. Electrical testing, visual and x-ray examinations of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricle (rv) lead exhibited a high pacing impedance. The rv lead was not used. The physician continued with another rv lead and completed the procedure. The patient was in stable condition.